Event description:
During a pci procedure in the circumflex, the lesion was crossed with a workhorse wire but could not be crossed with a microcatheter for a wire exchange. A non-csi atherectomy wire was also unsuccessful in crossing the lesion. The lesion was crossed with a viperwire guide wire and ten low speed treatment passes with a diamondback coronary orbital atherectomy device (oad) were performed. The lesion stenosis was unable to be crossed with the crown, and a second oad was used to perform additional low speed treatments. During the last treatment pass, a perforation occurred at the side of the vessel and the tip of the viperwire fractured. Angiography was performed and showed a large perforation of the circumflex. A second wire was unable to cross the lesion, and coils were placed to stop the bleeding but were unsuccessful. A covered stent was placed in the ramus, occluding the circumflex and a large diagonal. Extracorporeal membrane oxygenation was started and an impella device was placed. The family of the patient declined open heart surgery to relieve the cardiac tamponade, and the patient expired. Per the physician, the cause of death was cardiac tamponade.

Manufacturer narrative:
A guide wire event occurring during this procedure was reported via 3004742232- 2021-00313. Csi ID: (B)(4).

Manufacturer narrative:
Additional information has been requested from the physician but has not yet been received. If additional information is received, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID:(B)(4).

Event description:
During a pci procedure in the circumflex, a perforation occurred during treatment with a diamondback coronary orbital atherectomy device (oad). The vessel was coiled and a covered stent was placed, and the patient remained on extracorporeal membrane oxygenation (ECMO).